Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use was observed. The safety lock on the cutter was disengaged and the actuation button was fully depressed .there were no signs of tampering to the device. The needle at the tip of the cutter was bent. A thick plastic material was found to be stuck on the needle indicating that the cutter was fired on a plastic surface and the force of impact between the plastic material and the needle caused the needle to bend. The actuation button was depressed approximately 1 inch inside the tool. No other visual defects were observed. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure "failure to fire" but was confirmed for the analyzed failure mode "bent needle."

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 4.3mm actuation button could not be pressed after the safety lock was released. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 4.3mm actuation button could not be pressed after the safety lock was released. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 4.3mm actuation button could not be pressed after the safety lock was released. A replacement device was used to complete the procedure. The hospital did not report any patient effects.